Manufacturer narrative:
The company representative replaced the fitting male luer lock (0103-00-0398-01). The iabp was tested to factory specification. It functioned normally and was returned to the customer. No patient injury was reported. (B)(4).

Event description:
During a safety disk leak check of the iabp, the customer observed that the iabp failed the safety disk leak test. No patient was involved.